Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was not happy with the vision, clinical reason being residual astigmatism. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The explanted lens was returned sealed in a self-sealing non-company peel pouch. Solution and possibly blood was dried on the lens. The lens was cleaned with klrp (klotho-related protein klrp) for evaluation. No damage was observed to the lens. A dimensional (plan view) inspection was conducted. The lens was within the specification per the approved template. A power and resolution test was conducted on this lens by an engineering technician. The lens was evaluated for the power (spherical and cylinder) and the optical resolution. The lens met specification for a tfat30 (1.50 cyl) 11.5 diopter lens. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The explanted lens was undamaged. Based on our evaluation of the returned product, and information provided on the completed questionnaire, the root cause for the reported event was unrelated to the lens. The root cause was indicated on the questionnaire to be due to residual astigmatism. The tfat30 (1.50 cyl) 11. 5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company lens 12.0 diopter. The form indicated that the replacement lens was an advanced technology lens. It is unknown if it contained a toric component. The information provided by the customer supports that the replacement lens was an improved selection for this patient¿s vision needs. The manufacturer internal reference number is: (B)(4).